Manufacturer narrative:
Article details: date of events unknown, 1st of march 2021 will be input as an approximate date of event. This article is a retrospective analysis of consecutive patients, managed between april 2019 and march 2021 with nathanson liver retractor. Title: is it possible to estimate the liver left lobe volume using preoperative data before bariatric surgery? Author: gokalp okut doi: 10.1007/s11695-022-06143-4

Event description:
This event originated from literature review. The article is a retrospective analysis of consecutive patients, managed between april 2019 and march 2021 with nathanson liver retractor. This report (our (B)(4)) covers: retractor related complications (laceration and hematoma) - parenchymal injury in 7 patients.

Manufacturer narrative:
No part of the device was returned for evaluation; therefore, no visual inspection or functional testing could be performed. Additional information was requested, but despite several requests, no response was received. Due to the lot number of the device not being provided, a review of the device history record consisting of the relevant work order was not able to be conducted. As the lot number is unknown. Instructions for use (IFU) currently supplied with nlrs devices for general information was reviewed, and found to contain appropriate warnings, precautions, and instructions to the user, including: the lot number is unknown. Instructions for use nlrs-v009 is currently supplied with nlrs devices for general information and states: precautions: ¿ ensure that nlr is operated and used only by the persons trained in the procedure. ¿ read, follow, and keep the instructions for use. ¿ use the device only in accordance with its intended use. The 'clinical evidence report for the nlrs' was reviewed. Based on the information, it can be concluded that the adverse effect of the patients was most likely caused by a procedural-related factors. It is known that based on the intended purpose of the nathanson liver retraction system, the following clinical outcomes are relevant to the assessment of safety and performance of the device: o laceration. O hematoma. From the information received, a definitive root cause could not be determined. Possible root causes are: - incorrect use of device or placement by user or unable to use device. - incorrect device size used. - procedural factors.

Event description:
This event originated from literature review. The article is a retrospective analysis of consecutive patients, managed between (B)(6) 2019 and (B)(6) 2021 with nathanson liver retractor. This report (our (B)(4)) covers: retractor related complications (laceration and hematoma) - parenchymal injury in (B)(4) patients.